Event description:
The facility representative reported a flo-gard infusion pump that does not turn on. This condition was found during programming/setup of the device, but it was not known in which care area this occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that does not turn on was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be an open ac fuse which allowed the battery to discharge. To correct this condition, the ac fuse was replaced and the battery was recharged. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.